Event description:
It was reported that a spectrum pump alarmed the door was not closed. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptoms of door jammed message was confirmed through the history log, but was not reproduced during eval. The pump was found in spec.